Manufacturer narrative:
(B)(4). Batch # p5616l. The analysis found that one pve35a device was returned with the joint cover dislodged and with one cartridge reload loaded on the device. The reload was received fully fired. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after completing a laparoscopic appendectomy procedure the stapler could not be removed from the 12mm covidien step trocar. The trocar and stapler had to be removed together. There was no patient consequence.